Event description:
During a ptca/stenting treatment procedure, the choice pt extra support guidewire fractured and remains in the pt's body. The lesion being treated was located in the mid right coronary artery (rca). The physician used the choice pt extra support guidewire as a buddy wire with an unspecified guidewire. He also used a mach1 guide catheter to cross the lesion. Despite significant difficulty with delivery, he subsequently placed a j&j cypher stent at the target lesion site. Upon retrieval of the choice pt guidewire, the j tip got caught on the distal stent and the guidewire fractured, leaving approximately 20 mm of the distal tip stuck in the mid rca. The physician attempted to delivery another cypher stent to "externalize" the retained wire tip, but was unsuccessful. The guidewire fragment remains trapped by the stent and suspended in the lumen of the rca. The pt is currently doing fine, but the physician believes this event could lead to an acute closure of the pca. Pt status is reported as 'good'.